Manufacturer narrative:
Review of procedural video revealed the following observations: valve was jumping toward aorta during partially inflation/deployment. Valve appeared fully expanded within aortic root. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was confirmed based on provided procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'the valve 'jumped' aortic during valve deployment due to stored tension, and landed above the annulus covering the left main and occluding the left coronary artery (lca). The team tried multiple times to engage the lca with the wire, but with no success. In addition, per provided information the valve was initially not moving as it was likely anchored to the calcium of the cusps. This tension eventually unleashed as the balloon went up. Per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, it was likely the valve anchored to the calcium, which could lock the thv during positioning; subsequently, the tension was built up and stored within the system. So, if the stored tension was not released prior to thv deployment, it could have caused the delivery system to move toward aorta, resulting in thv embolized into aorta. Per training manual, 'thv may lock into the calcium when positioning creating stored tension in the delivery system', and 'release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position'. As such available information suggests that patient factors (calcification) and/or procedural factors (not release stored tension prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve 'jumped' aortic during valve deployment and landed above the annulus covering the left main and occluding the left coronary artery (lca). The team tried multiple times to engage the lca with the wire, but with no success. The patient expired on the table. There were no allegations of an edwards device malfunction.

Manufacturer narrative:
Investigation is still ongoing.